Event description:
It was reported that the right ventricular lead triggered an alert for high rv coil impedance. During in office testing, all impedance measurements were within range. The alert threshold was changed and the lead remains in use. The patient is a participant in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
The lead was later explanted and replaced due to fracture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.